Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6)2017 due to diabetic ketoacidosis with blood glucose of 700 mg/dl. The customer had stomach ache, was throwing up and was having chest pain. The customer was treated with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 237 mg/dl. The customer also reported that the insulin pump failed to detect the transmitter and unable to receive sensor signal. The sensor cannula was bent when removed. The customer reconnected the sensor and will continue sensing. The product will not be returned for analysis.